Event description:
It was reported that the customer's insulin pump fell into a bath tub filled with water. The customer reported a crack near the battery and water inside the insulin pump. The customer's blood glucose level was 119 mg/dl. The customer was advised to disconnect from the insulin pump and revert back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. However moisture damage was found on the lcd board. Cracks to the display window and reservoir tube lip also noted.